Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone for osteoporotic compression fracture of spine t11. It was reported that consistency of the cement did not seem appropriate after mixing. Only one of the cement cartridges filled completely. One cartridge filled only half way. Product was not used. New vue cement was opened mixed and implanted. No patient symptoms or complications as a result of this event. No further complications were reported/anticipated. Additional information was received from the rep that procedure used in this event was vertebral compression fracture balloon kyphoplasty t11. 10 minute delay happened due to this event.